Manufacturer narrative:
The subject device was returned to the service center, olympus japan for evaluation. Device evaluation and inspection, service noted the following findings upon inspection: the returned equipment was gf-uct260 and the serial number was (B)(4). When the forceps stand was raised, it was confirmed that there was blood-like stains. It was confirmed that there was blood-like stains around the lens and around the air supply / water supply nozzle. The device air supply was tested and it was observed weak when operated . Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Event description:
On (B)(6) 2022, the subject device was inspected and no issues were identified. A few days later, the device was used for an endoscopic ultrasound-guided fine-needle aspiration biopsy (eus-fna) procedure. The user facility reported that approximately half-way through the procedure, they were not able to send air through the device. The endoscope was not removed from the patient, the air / water supply buttons and the water supply tank were replaced, but there was no improvement. The scope was removed and the balloon was replaced, but the issue still did not improve. The user facility completed the intended procedure using the same device, and by sending water into the stomach with an ofp-2 and inflating the stomach with water. There was no patient harm or user injury reported due to the event. According to the reporter, after use, manual bedside cleaning was performed and the scope was reprocessed with an oer-4 (olympus endoscopic reprocessor). After checking the a/w (air/water) channel cleaning adapter and the air / water supply buttons, elongated filamentous blood was found discharged from the nozzle while the top of the air supply / water supply button was lightly pressed. After that, when it was washed again with oer-4 (reprocessor machine), a white filamentous foreign substance of approximately 1 cm was found attached to the nozzle at the tip of the endoscope. The place where it was discharged from is unknown. The device was washed a total of seven (7) times until no white filamentous foreign matter adhered. This report is being submitted for foreign materials (filamentous blood and white filamentous substance) found on the device nozzle found during reprocessing. This report is related to a report with patient identifier (B)(6) (foreign material found at the tip of the scope during the device a/w (air/water) inspection .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the presence of a foreign material (blood/body fluid) on the distal end of the device. However, no foreign material had adhered to the inside of the air/water supply channel. It is probable that traces of the foreign material flowed out of this channel during cleaning. It was proposed that this occurred according to the following mechanism: (1) during the procedure, blood and body fluids flowed back into the endoscope conduit and coagulated causing a clog. (2) the coagulated blood/body fluids in the conduit could not be completely cleaned during the cleaning/disinfection process. Air bubbles were noted during the pre-use inspection, even though water was being supplied. (3) before the procedure, the body fluid in the conduit were released from the nozzle. Per chapter 7 of the instruction¿s manual on cleaning, disinfection, and sterilization procedures, the end-user is advised to not use the device if abnormalities such as the ones described above are observed. Olympus will continue to monitor field performance for this device.